Manufacturer narrative:
(B)(4). The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report difficult to remove and tissue damage. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4. Vessel tortuosity, stenosis in the groin and a restricted posterior leaflet were noted. The steerable guide catheter (sgc) was inserted in the left atrium (la), but due to the stenosis in the groin, the sgc was difficult to position. The clip delivery system (cds) was inserted, but it was noted while in the left ventricle (lv), the clip was difficult to control. The clip was opened and was noted to be inadvertently steered by the physician. It was then observed the clip became stuck in the anterior leaflet, resulting in a clinically significant delay. Troubleshooting was performed and the clip was able to be removed from the leaflets. However, it was observed a flail had occurred on the anterior leaflet. The leaflets were able to be grasped and the clip was deployed. However, mr was unable to be reduced. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have resulted in this event. Additionally, a review of the complaint history identified no similar incident reported from this lot. All available information was investigated and the reported difficult grasping and difficult to remove were due to procedural circumstance/operational context. It should be noted that the mitraclip g4 instructions for use (IFU) states that ¿excessive torque on the guide and translation of the mitraclip¿ g4 system may inadvertently displace the tip of the guide from the left atrium, which may result in arrhythmias or cardiac injury¿. The reported improper or incorrect procedure or method was due to user inadvertently steering the device. However, the use error did not contribute to the reported difficult to remove and difficult leaflet grasping. The reported mitral regurgitation (mr) was due to procedural circumstance. Tissue injury and mr are listed in the mitraclip system IFU as known possible complications associated with mitraclip procedures. The reported delay to treatment/therapy was a result of case specific circumstance. There is no indication of a product issue with respect to manufacture, design or labeling.